Event description:
Procedure: lap toupet fundo-plicaton. According to the reporter: the needle broke when passing through the thoracic cavity. Piece of needle remained in the patient. No tissue damage reported, delay in or time was 15 minutes to locate the piece of small needle. No other information provided.

Manufacturer narrative:
Date of initial report sent: 06/29/2009.